Event description:
Boston scientific received information that outputs were increased for this newly-implanted right ventricular (rv) lead due to a post-implant increase in pace thresholds and lowered r-wave measurements and dislodgement of the associated left ventricular lead. A boston scientific field representative reported that the rv lead had pulled back, but was still functional. The physician elected to monitor the patient for now. There were no adverse patient effects.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.